Event description:
Customer reported a blood leak at the centrifuge system pressure sensor. The blood went under the collect pump. Customer reported that treatment had just begun and 80 ml blood was collected. (B)(4).

Manufacturer narrative:
Batch record review: review of lot file b102 shows no nonconformances associated with this lot at the time of the event. This lot met all release requirements. Srms complaint database review. A review of complaints received for lot b102 was performed. There was only 1 additional complaint reported for pressure dome leaks to date for this lot. (B)(4). Field engineers cleaned the pumps and pump deck. Pump function checked in diagnosis. Unit runs within specifications. Instrument is operating as expected. No repairs needed. The assessment is based on info available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the info provided by the customer. (B)(4).